Event description:
It was reported that the patient experienced an overstimulation sensation. The patient also could not feel her legs, could not walk, and her legs were "jumping all over the place." The implantable neurostimulator (ins) was reprogrammed the day of the complaint. The patient reported the device wasn't working until 15 minutes before the complaint when the ins suddenly "turned on strong" when the patient was sitting down. The patient decreased the amplitude from 6.3 v to 4.0 v. It was noted that the patient has met with the company representative 4 times in the last 16 days and the device had only worked 2 of those days. Each time the ins was reprogrammed, the patient reported the ins worked for a few hours, then stopped. The stimulation was adjusted and the patient had comfortable stimulation on her left side, but not the right side where her pain was. Additional information was received from the company representative that reported reprogramming resolved the patient's issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).